Manufacturer narrative:
One catheter was received and the complaint was confirmed. Tubing breakage was observed at the inverted triangle portion of the catheter. The area of separation was reviewed under magnification and was found to have an uneven edge. Potential causes for catheter breakage include excess tensile (pulling) force applied to the catheter or excess pressure which can weaken the catheter tubing. Such excess force can be related to catheter securement techniques, improper maintenance, advancing/removing the catheter or stylet despite resistance, or flushing the catheter with excess force (e.g. Using a syringe smaller than 10 ml, flushing the catheter despite experiencing resistance, flushing the catheter using a 10 ml syringe with excess pressure, etc.). First PICC catheters are 100% in-process inspected at various times during manufacture. Catheters are also leak, flow, and burst tested to ensure their integrity. Additionally, the instructions for use indicate several ways users can prevent catheter damage.

Event description:
PICC found broken.